Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, an oxygen inlet leakage was observed. The device's oxygen blending module board was replaced to address the issue.